Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for spinal pain. It was stated in response to dose and concentration of the morphine in the pain pump that the patient thought it was ¿two something¿ and that it was a very low dose. It was reported on (B)(6) 2017 that the patient felt like the pump had been turned off for a couple of days and that it was oncoming. It was noted the patient tried to contact the healthcare professional¿s (hcp¿s) office but had not been able to get through to them and wanted to know if the hcp could remotely shut off the therapy. It was reviewed that the pump could not be remotely shut off and then stated that the patient didn¿t think so. It was then stated that the patient thought she just may need an adjustment with her medication level. It was indicated that the patient would try to get through to the hcp office again.